Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with debris on lens. Visual inspection found the lens optic and haptic torn, with debris on lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm vicm5_12.6 implantable collamer lens, -08.00 diopter, into the patients right eye (od) but the lens tore during delivery. There was no patient contact. A replacement lens was implanted on (B)(6) 2020 and the problem was resolved. The patient is happy. The cause of the event was unknown.